Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals, oversensing and low amplitude on both right ventricular (rv) and right atrial (ra) channel. Upon review of the presenting electrogram (egm) and atrial tachy response (atr) episodes, technical services (ts) stated that there was low amplitude myopotential rv noise with no obvious evidence of oversensing. However, atr episodes showed significant ra noise with oversensing. There was no evidence of noise and oversensing noted on the left ventricular (lv) lead. Rv intrinsic, threshold and impedance measurements were stable. Ts recommended programming options and to consider investigating these leads for evidence of ·mechanical lead failure. This device and leads remain in service. No adverse patient effects were reported. Reference report #mw5169201, #mw5169202. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).